Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available . Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the follow-up 1 MDR in block(s) patient codes (f10 and h6), in sections f - for use by uf/importer and h - device manufacturers only.

Event description:
It was reported that an intramural aortic hematoma occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The patient had chicken wing left atrial appendage (laa) anatomy with a sharp bend (anterior/superior) noted. A watchman fxd double curve access system (was). A full dose prior to tsp. The transeptal puncture (tsp) was performed using a versacross connect. The patient had several pacing leads in place. The watchman fxd double curve access system (was) floated into superior vena cava (svc) over a j-wire, and then the j-wire was exchanged for versacross pigtail rf wire. The rf wire and double curve was dropped down onto the septum. Transesophageal echocardiography (tee) imaging of the septum was x-planed with bicaval and short-axis views. Physician was positioned low in the bicaval aspect, and mid-anterior on short-axis tsp positioning. Tenting was slightly misleading with pacing wires also noted near the septum. The physician requested to come on with rf without confirming short axis positioning in a single plane tee image. No bubbles were noted in the left atrium (la), and the wire did not cross over. The physician did not advance equipment at this time and pulled the wire back. Aortic changes were immediately noted on tee imaging. Heparin had been given prior to tsp, and it was decided that the case would be aborted due to possible patient instability. Protamine was administered. Pressor support had been started upon patient being intubated but was weaned before exiting the lab. An intramural aortic hematoma had formed. The tee imaging physician continued to monitor the aorta for approximately twenty-five minutes post complication. There were no changes noted, and no effusion developed. No further complications occurred, and the patient was monitored overnight. The device is not expected to be returned for analysis. It was further confirmed that the device was disposed. Also, it was challenging to see clear tenting in the short-axis view of the septum on tee, what we believed was tenting seemed to be a pacing lead after crossing and not the wire tenting. It is believed the rf wire perforated the aorta. Pressor support was turned off prior to patient leaving lab. The patient was discharged the day after.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem, and device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available . Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter.

Event description:
It was reported that an intramural aortic hematoma occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The patient had chicken wing left atrial appendage (laa) anatomy with a sharp bend (anterior/superior) noted. A watchman fxd double curve access system (was). A full dose prior to tsp. The transeptal puncture (tsp) was performed using a versacross connect. The patient had several pacing leads in place. The watchman fxd double curve access system (was) floated into superior vena cava (svc) over a j-wire, and then the j-wire was exchanged for versacross pigtail rf wire. The rf wire and double curve was dropped down onto the septum. Transesophageal echocardiography (tee) imaging of the septum was x-planed with bicaval and short-axis views. Physician was positioned low in the bicaval aspect, and mid-anterior on short-axis tsp positioning. Tenting was slightly misleading with pacing wires also noted near the septum. The physician requested to come on with rf without confirming short axis positioning in a single plane tee image. No bubbles were noted in the left atrium (la), and the wire did not cross over. The physician did not advance equipment at this time and pulled the wire back. Aortic changes were immediately noted on tee imaging. Heparin had been given prior to tsp, and it was decided that the case would be aborted due to possible patient instability. Protamine was administered. Pressor support had been started upon patient being intubated but was weaned before exiting the lab. An intramural aortic hematoma had formed. The tee imaging physician continued to monitor the aorta for approximately twenty-five minutes post complication. There were no changes noted, and no effusion developed. No further complications occurred, and the patient was monitored overnight. The device is not expected to be returned for analysis. It was further confirmed that the device was disposed. Also, it was challenging to see clear tenting in the short-axis view of the septum on tee, what we believed was tenting seemed to be a pacing lead after crossing and not the wire tenting. It is believed the rf wire perforated the aorta. Pressor support was turned off prior to patient leaving lab. The patient was discharged the day after.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an intramural aortic hematoma occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The patient had chicken wing left atrial appendage (laa) anatomy with a sharp bend (anterior/superior) noted. A watchman fxd double curve access system (was). A full dose prior to tsp. The transeptal puncture (tsp) was performed using a versacross connect. The patient had several pacing leads in place. The watchman fxd double curve access system (was) floated into superior vena cava (svc) over a j-wire, and then the j-wire was exchanged for versacross pigtail rf wire. The rf wire and double curve was dropped down onto the septum. Transesophageal echocardiography (tee) imaging of the septum was x-planed with bicaval and short-axis views. Physician was positioned low in the bicaval aspect, and mid-anterior on short-axis tsp positioning. Tenting was slightly misleading with pacing wires also noted near the septum. The physician requested to come on with rf without confirming short axis positioning in a single plane tee image. No bubbles were noted in the left atrium (la), and the wire did not cross over. The physician did not advance equipment at this time and pulled the wire back. Aortic changes were immediately noted on tee imaging. Heparin had been given prior to tsp, and it was decided that the case would be aborted due to possible patient instability. Protamine was administered. Pressor support had been started upon patient being intubated but was weaned before exiting the lab. An intramural aortic hematoma had formed. The tee imaging physician continued to monitor the aorta for approximately twenty-five minutes post complication. There were no changes noted, and no effusion developed. No further complications occurred, and the patient was monitored overnight. The device is not expected to be returned for analysis.